Event description:
A report was received that a patient was burned by his charger while charging his ipg. The patient reported that he was burned several times and was sleeping while charging. The burn was the size of a quarter and had blistered. The patient did not seek medical treatment, but used an antibiotic cream to treat the burn, which has since healed. Device labeling warns against charging while sleeping as it may result in a burn.